Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient acquired peritonitis while in the hospital for unrelated issues. Treatment information was not reported. On a later date, the patient was discharged from the hospital. It was unknown if the patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lots h13c27069 and h13e22040 with no issues noted during the manufacturing process. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).